Manufacturer narrative:
Device evaluation: probe was returned and cleaned, laser fiber break was confirmed as a kinked fiber at approximately 50mm from connector strain relief end. The black fiber jacket prevented laser light leakage through the side of the wall.

Event description:
It was reported that during an ablation procedure, upon plugging in the probe, it was noted that the indicator light was very dim. The surgeon did not want to use the probe. Another probe was used successfully. There were no patient complications reported in relation to this event.